Event description:
"Guard bent and bit broke." Customer reported pt injury occurred, but did not know if injury was from medtronic product. Codman perforator dissecting tool ws also forwarded to purchasing at the same time with report that "perforator went into pt's brain". It was not known if the reported injury was associated with tyhe dissecting tool breakage, or malfunction of the perforator dissecting tool. In 07/2005, "faulty product report #02607" was received form the hospital. This report indicated that "the guard bent and the bit broke as they were used with another product from another vendor. There was pt injury which required medical intervention. The pt experienced severe cerebral life threatening bleeding. The pt was in serious condition upon discharge from the operating room." On follow up it was reported that the event occurred in 2005. During a craniotomy procedure the dissecting tool broke.